Event description:
It was reported that the patient experienced Infusion Flow Block alarm event on (b)(6) 2026. The patient was hospitalized on (b)(6)2026 for High blood glucose levels. The patient was treated with IV treatment of saline and Insulin and was released from the hospital on (b)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 3003442380.